Manufacturer narrative:
The pump passed the displacement test. However, high sleep current measurement and active current measurement were due to corroded and or rusted battery tube. The pump had communicated properly with test meter. The blood glucose value on the meter was display on pump screen. The pump passed self-test. The pump was received with missing retainer, missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button; keypad overlay texture damage and missing serial number label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their meter. It was reported that the lancet device broke. It was reported that the pump had missing serial number. The customer's blood glucose level was reported to be 144mg/dl. It was reported that the pump would have to be replaced due to missing label.